Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable alarm and air was noted in tubing at cassette. No patient consequences were reported. No adverse effects were reported.